Event description:
The customer reported that the agilia pump is not infusing properly. The device was sent and received for further evaluation. Service found the pump to be under-infusing and confirmed reported event. Service performed a flowrate calibration with passing results. Complete configuration and calibration was performed on the pump. Quality control testing was performed with passing results. The pump is now functioning as intended and it was released for further use.